Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a curette returned in used condition, not showing any unusual markings, showing minimal wear. Evaluation shows that the one curette tip has fallen out off the handle. Device history evaluation = nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports device broke. On (B)(6) 2015 customer reports all three devices the curette came off the handle while in the patients mouth during teeth cleaning, no harm done. Pieces retrieved immediately in each case. #1 of 3 same complaint.